Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tips of three ophthalmic forceps would not open when halfway through a vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Three forceps samples were received in an inner and outer blister. One sample was without the cover foil. The two samples show damaged tips and one sample shows surgery residuals. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The three received samples were visually inspected with the aid of a photomicroscope with various magnifications. Two samples show damaged tips and one sample shows surgery residuals. After cleaning, it was found that the tubes are loose which block the forceps from activating. The customer¿s complaint was confirmed. Root cause could be determined to be an improperly performed bonding procedure. Investigations performed in 2018 by the associated manufacturing site led to an improvement in the bonding process whereby an additional 4th gluing dot was applied instead of three, ensuring a better connection between the tip-tube and sleeve. The forceps devices manufacturer at the location of the complaint sample had not yet been informed about the process of including a 4th drop of operator applied glue. The process of having the operator apply an additional, 4th drop of glue to the device during manufacturing instead of three drops was reported to the specific manufacturer in the meanwhile and the process of adding the additional 4th drop of glue has since been implemented. Data will continue to be monitored for evidence of trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.4, d.10, h.3, h.4 and h.10. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).